Event description:
Revision surgery - the surgeon suspected an infection; performed a washout and replaced the head and insert. The infection was confirmed on (B)(6) 2012.

Manufacturer narrative:
The reason for this revision surgery on (B)(6) 2012 was due to an infection. The original surgery was performed on (B)(6) 2012. There was no information with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components were examined. A review of the sterilization records show the reported devices all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show the reported components used in the original surgery met sterilization, design, or manufacturing requirements. No information was submitted with this complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient as suffering from an infection it was not the result of a product or manufacturing defect.